Event description:
It was reported by customer that PICC double lumen broken below clamp and above cap. This part is not looped or under a dressing. Patient was on chemo # 2/7, needed to receive midazolam oral liquid via ng at 0.5mg/kg x 1 prior to PICC pull and piv with bloodwork. There was no delay in treatment as we proceeded with pivs. On (B)(6) - procedural sedation / anesthetic to pull the broken PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.